Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that she was in possession of a battery pack that was not working correctly. The psr stated that when the battery pack was placed in the charger the red "battery with a line through it" led blinks.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. Battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to the battery pack not being charged every three months as per the specifications. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.